Event description:
Customer reportedly rec'd the following results on the advantage system within 10 minutes: 312 mg/dl, 126 mg/dl, 310 mg/dl, and 126 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.